Event description:
(B)(6) healthcare was notified of an incident involving an oxygen concentrator by a letter from an attorney, alleging the device was defective and the end user passed away. (B)(6) healthcare is in the process of requesting the unit be returned for evaluation and will file an update if additional information becomes available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.